Event description:
It was reported that the customer experienced a cartridge alarm 30 issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer successfully loaded a cartridge and resumed insulin therapy, and the issue was resolved.